Event description:
A hospital in (B)(6) reported that there was a defect on the expiratory limb near the swivel y-piece of six rt236 infant dual-heated evaqua breathing circuits and that they failed the leak test prior to patient use.

Manufacturer narrative:
(B)(4). The complaint devices are en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.